Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs have been submitted for this event. 42532007101 natural tibia cemented 5 degree stemmed left size e lot# 63876258 MDR- 3007963827-2020-00260. 42540000032 all poly patella cemented 32 mm diameter lot# 63971442 MDR- 0002648920-2020-00460. 42511000512 articular surface fixed bearing cruciate retaining (cr) left 12 mm height lot# 63596793 MDR- 0001822565-2020-03522.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, the patient suffers from pain two years after the initial procedure.